Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was an electrically shorted diode, designator cr24, on the analog pcb assembly. The shorted diode caused excessive off current which depleted internal hybrid layer capacitor (hlc) battery, designator bt2, and prevented the device remaining powered on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that it would not remain powered on. As a result, the device would not be able to charge and shock if it were necessary.